Manufacturer narrative:
Philips received a complaint on the tempus pro indicating a defective screen. Diagnostics was performed which resulted in the requirement of a part to be replaced (rdt display assembly kit). For this customer, qrs healthcare, repairs are completed outside of philips control. Based on the information available, the cause of the reported problem was the display screen. The reported problem was confirmed. However, the root cause of the failure cannot be determined without the return of the device for failure analysis which is not required by the customer. Based on the information available no further action is necessary at this time. A review of the risk management file was performed. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device remains at the customer site and no further evaluation is warranted at this time. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported to philips that the tempus pro screen was defective. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.